Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Unknown if device is being returned.

Event description:
The 4580 fms duo+ pump/shaver combo: patient harm: no, surgery delay: no, how surgery was completed: swapped out pump, reservoir overflowing.

Manufacturer narrative:
An initial medwatch was filed for this event in error. The reported device failure is not likely to result in patient harm or the need for additional medical or surgical intervention. The reported issue is immediately detectable and would be unlikely to result in impact to the patient. The reported issue has not resulted in a serious injury in the past.

Event description:
4580 fms duo+ pump/shaver combo. Patient harm: no, surgery delay: no. How surgery was completed: swapped out pump reservoir overflowing. Based on biomed response 09/19/2017 via phone the failure occur during set-up. Not during surgery. No patient was involved.